Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family member reported via phone call that customer experienced high blood glucose level of 406 mg/dl. The customer was treated with manual shots. Troubleshooting was performed. Customer stated that auto mode was active and there still active insulin showing on the insulin pump. Customer stated that they never got an insulin flow block alarm. Self test was performed and it was passed. The insulin pump will not be returned for analysis.